Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut off while interrogating and displayed a black screen. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the programmer was shutting down while interrogating and displaying a black screen. The programmer was operating correctly with no anomalies observed. Analysis noted that the media bay door was broken. All found defective parts were replaced and the software was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.